Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after use of a 7f exoseal vascular closure device (vcd) the patient experienced a sudden drop in blood pressure in the ward, and bleeding was suspected. Patient underwent a computer tomography (CT) scan and it showed suspicion of retroperitoneal hematoma, and angiography was immediately performed from the left femoral artery. There was bleeding on the central side, about 5 cm from the puncture site, so intravascular injury was suspected. Bleeding was confirmed from the distal right eternal iliac artery. The bleeding was stopped with thrombin on the same day and the patient had been under monitoring. A CT scan was done the next day and confirmed that completion of hemostasis had not been achieved. Endovascular procedure was performed again. A non-cordis stent was implanted in the bleeding eternal iliac artery and hemostasis was achieved. The exoseal itself was fully functional and was able to achieve hemostasis. There was no bleeding when the puncture site was photographed immediately before using the exoseal. The lesion was the right femoral artery, and the complaint device was inserted with the 7f non-cordis short sheath. A percutaneous coronary intervention (pci) was performed. It is unknown if the device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion:as reported, after use of a 7f exoseal vascular closure device (vcd) the patient experienced a sudden drop in blood pressure in the ward, and bleeding was suspected. Patient underwent a computer tomography (CT) scan and it showed suspicion of retroperitoneal hematoma, and angiography was immediately performed from the left femoral artery. There was bleeding on the central side, about 5 cm from the puncture site, so intravascular injury was suspected. Bleeding was confirmed from the distal right external iliac artery. The bleeding was stopped with thrombin on the same day and the patient had been under monitoring. A CT scan was done the next day and confirmed that completion of hemostasis had not been achieved. An endovascular procedure was performed again. A non-cordis stent was implanted in the bleeding external iliac artery and hemostasis was achieved. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There were no multiple stick attempts made before intravascular access was achieved. The exoseal itself was fully functional and was able to achieve hemostasis. There was no bleeding when the puncture site was photographed immediately before using the exoseal. There were no issues inserting the 7f non-cordis sheath. After the percutaneous coronary intervention (pci), the 7f non-cordis sheath was removed and attempted to be replaced with a non-cordis vascular closure device. However, before being used, the doctor found a problem with it, so the 7f non-cordis sheath was re-inserted, and the complaint exoseal was used. There were no issues inserting the exoseal into the 7f non-cordis sheath. The user stopped at the black marker during insertion into the 7f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 7f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The target femoral site was not previously closed with any closure prior to this procedure. The lesion was the right femoral artery, and the complaint device was inserted with the 7f non-cordis short sheath. The puncture site was located below the most inferior border of the inferior epigastric artery (iea). The puncture site was above the bifurcation. A posterior wall puncture was not done. A pci was performed and used a retrograde approach. The physician had achieved certification on the use of exoseal vcd and used it about thirty times. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was discarded; therefore, it will not be returned for evaluation.the reported events of ¿vascular injury¿ and the subsequent ¿retroperitoneal haemorrhage¿ could not be confirmed as procedural images or the involved device were not provided for analysis. The exact cause of the issue experienced could not be determined. Vessel damage is a known potential adverse event associated with any procedure in which multiple devices are introduced into the patient and is listed in the IFU as such. A retroperitoneal bleed/hemorrhage is a known potential complication after a percutaneous procedure and is also listed in the IFU. A retroperitoneal hemorrhage refers to an accumulation of blood found in the retroperitoneal space. Standard practice following hospital protocol calls for close observation, assessment and management of patients during recovery after percutaneous procedures. Continuous care and observation of the patient¿s healing process of the puncture site is of outmost importance for early identification of bleeding before it results in retroperitoneal hemorrhage, vascular pseudoaneurysm, or large hemorrhage requiring blood transfusion and/or surgical treatment. Treatment includes pressure applied at the site, ultrasound diagnostics, blood transfusion and surgical repair. Based on the information available for review, it is difficult to determine what factors may have contributed to vascular injury reported; although handling factors (such as excessive force of the exoseal vcd) are possible. However, as the injury/bleeding site was noted to be 5cm from the puncture site and there was a reported issue with one of the sheaths that required re-insertion, it is very possible that the injury noted was related to handling factors of the procedural sheath used. This is also very possible since it was reported that there were no issues noted while using the exoseal device, and it was not over-inserted into the procedural sheath since the user stopped at the black marker band. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. As warned in the IFU, ¿the vascular sheath introducer and/or exoseal¿ vcd should not be advanced or withdrawn when resistance is met without first determining the cause by fluoroscopic examination. Using excessive force to advance or torque the exoseal¿ vcd may lead to arterial damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and arterial repair¿ also the IFU states, ¿orient the exoseal vcd such that the indicator window on the handle assembly is facing upwards. Advance the delivery shaft into the proximal end of the vascular sheath introducer to the marker band, keeping the exoseal vcd oriented upwards and advancing at the angle of the tissue tract (30-45 degrees). Caution: if resistance is felt during delivery shaft insertion, do not apply excess force; instead, retract the delivery shaft slightly, rotate the vascular sheath introducer 180°, and try to readvance the delivery shaft. If resistance is still present, discontinue the use of the exoseal vcd.¿ based on the information available for review, there is no indication that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. H3 other text : device was not returned for evaluation.